Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by unstable angina and a positive functional study. During the index procedure 2 resolute onyx des were implanted in the rca and rpda. Approximately 5 months post index procedure during a revascularization one resolute integrity des was implanted in the rca and a second resolute integrity des was implanted in the lad. A dissection occurred in the lad and was treated with implant of a third resolute integrity des. It is reported that the dissection was caused by the medtronic device.